Event description:
It was reported that the device may have depleted prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead (B)(6) 2009; competitor 7120 implantable defib lead (B)(6) 2009. (B)(4).